Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a pressure alarm followed by a waste line pressure high alarm occurred during a routine hemodialysis treatment, and could not be resolved. Fluid was noted coming from the bottom of the cycler. The operator did not perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not perform rinseback as instructed in the user's guide. The exact cause of the leak cannot be identified as the cartridge was not returned for evaluation as requested. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and additional training provided. There have been no similar problems reported subsequent to this event. Nxstage will continue to monitor as part of the routine complaint process. Nxstage medical considers this report closed. No additional information will be provided.